Event description:
It was reported that pump displayed malfunction alarm and error code while customer attempted to use pump. There was no reported adverse impact to the customer. Caller who reported issue was not authorized, so customer was advised to call back directly for troubleshooting. No further corrective actions were documented.